Event description:
It was reported from canada that during an unspecified veterinary surgical procedure, it was observed that the power of the small battery drive device was cutting in and out. The reporter indicated that it was unknown whether the issue was related to the connection between the battery housing part at the handpiece or it was something else. According to the reporter, since the other drill devices functioned as expected, they did not feel the issue was related to the battery device. It was not reported if there were any delays in the surgical procedure. There was no human patient involvement as this device is intended for veterinary purposes only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: battery device g1-1: the manufacturing site name is currently not available. D4, h4, UDI: the serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4)